Event description:
It was reported that the patient stated "I need a little review on operating this thing".the patient had to change the patient programmer batteries about 3 or 4 months ago so he changed them. The patient was experiencing a loss of therapeutic effect with loss of bladder control. The patient noted "doesn't seem to be getting much results". About 2 or 3 months ago he started to get up 5 to 6 times a night to use the bathroom. No stimulation sensation was noted; "recently" he started to notice he cannot feel stim when he turns it up. The issue was noted following a fall. The patient had fallen 2 or 3 times in recent months, and most recently, about 6 or 7 weeks ago. The patient fell on the same area his ins is implanted on, his left buttock. Education on patient programmer use indicated the patient may have been turning stim off unknowingly. The patient had been pushing the stim off button to turn his patient programmer off. The patient had questions about the life of the ins battery. The patient was told by the healthcare provider not to turn stim up to 4 because it would make his ins battery go dead. The patient told their healthcare provider about his falls and the healthcare provider told him that he was not concerned and that a fall would not damage the implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va00rxg, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received indicated the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on (B)(6) 2013 was noted.